Event description:
The trigger of the stent was reported to be broken. On eval of the returned device it was confirmed that the device was returned with the stent partially deployed.

Manufacturer narrative:
Following device eval it was confirmed that the device was returned with the stent partially deployed. Incident meets reporting requirements of an FDA MDR report based on the reporting precedence in place for this device family for the removal of a permanent stent (deployment related) regardless of whether the stent is fully or partially deployed and regardless of pt outcome. This complaint is in relation to an evo-10-11-10-b device of lot number c1046006. The 1 x evo-10-11-10-b device of lot number c1046006 was returned for eval. Upon eval of the returned device, the cirl research and development engineer noted that the safety wire had been removed and it was not returned with the device. The cirl research and development engineer commented that the safety wire was pulled prior to the point of no return. Additional info was requested in relation to when the user removed the safety wire and whether the user tried to recapture the stent. No response has been received to date, however, this complaint file will be updated if a response is received and a follow-up MDR report will be submitted. The sheath was noted to be crumpled, but it is unsure when this may have occurred. It could have occurred during transportation whilst returning the device to cirl. The handle was actuated to deploy the stent and the stent appeared to be okay. There didn't appear to be anything broken. The trigger was not broken as reported. There were no holes in the flexor. A definitive cause for the reported issue of the trigger of the stent broken was unable to be determined as the trigger was not broken, however the actual use conditions could not be duplicated in the laboratory setting. Following device eval, the cirl research and development engineer has commented that the most likely root cause of this complaint is user error. This issue occurs when the safety wire is removed prematurely from a device and an attempt is made to recapture the stent. The customer complaint was not confirmed as the eval of the returned device demonstrated user error. Prior to distribution, all evo-10-11-10-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the mfg records for evo-10-11-10-b device of lot# c1046006 revealed no discrepancies that could have caused the complaint issue. The instructions for use that accompanies this device states the following in the 'notes' section: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Pt outcome was requested but no info was received. Complaints of this nature will continue to be monitored for potential emerging trends.